Event description:
It was reported that insulin would not flow through the bd ultra fine¿ pen needle during the priming process. The consumer reported the pen needles worked with "levimir" insulin, but not with "humulog". The following information was provided by the initial reporter: "consumer stated, his wife passed away 8yrs ago and he has been using pen needles from old boxes. Stated, when priming, no insulin flows stated, he is using the pen needles when they work stated, the pen needles work with levimir but not with humulog"

Manufacturer narrative:
H.6. Investigation: customer returned (38) sealed 5mm, 31g pen needles from lot # 1124748. Customer states that no insulin flows when priming. All returned pen needles were tested and all were able to expel properly without any observed defects. The returned samples were manufactured in (B)(6)2011 , which indicates that the samples are expired and should not be used any longer. A DHR for expired product cannot be requested due to the batch creation date of (B)(6)2011 which is prior to the implementation of pn's into sap. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that insulin would not flow through the bd ultra fine¿ pen needle during the priming process. The consumer reported the pen needles worked with "levimir" insulin, but not with "humulog". The following information was provided by the initial reporter: "consumer stated, his wife passed away 8yrs ago and he has been using pen needles from old boxes. Stated, when priming, no insulin flows. Stated, he is using the pen needles when they work. Stated, the pen needles work with levimir but not with humulog."